Event description:
During service by baxter, the device failed accuracy test with underdelivery on channel a and channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05, 2007. Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pump head module on channel a and b caused the inaccuracy. The pump head module on channel a and b were replaced. The pump was tested for proper operation and pump found to function properly.